Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn:m365sc8216500, model:sc-8216-50, serial:(B)(6), batch:7077255.

Event description:
It was reported that the patients implantable pulse generator (ipg) incision to pocket partially opened and was draining purulent discharge. Infection was not device related. The patient was prescribed with antibiotics. The patient underwent spinal cord stimulator (scs) explant procedure and was doing well postoperatively. All explanted device components were not released by the facility and will not be returned.